Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a ladg procedure, the first firing for duodenum resection and the second firing for stomach resection were completed with no problem. For the third firing for stomach resection, they connected reload to the adapter, the surgeon inserted the device to the trocar, articulated the jaws, then pushed the every button, however the device did not react since then. The surgeon remembered the status indicators were illuminated blue, however did not remember if the other indicators were flashed green or not. The battery was re-inserted and the jaws were returned to the straight position, then removed the device from the trocar. They replaced with a new handle and a new cartridge, and the procedure was completed. The procedure was completed with another device. There was no patient injury or adverse event.